Event description:
It was reported that during a device evaluation conducted at the manufacturer, oil leaked from the hose portion of the pneumatic drill. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, the hose assembly was found to be damaged and leaking oil. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.